Event description:
The customer reports, during a decompression endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, and an unspecified esophagogastroduodenoscopy (egd) scope, (there were no issue with the egd scope) the physician saw a lot of bleeding during the procedure and upon removal of the scope, the distal cover was twisted leaving the metal ridge on the distal tip of the scope exposed. There were anatomical challenges encountered during the procedure. The patient's anatomy was described as: extremely j-shaped stomach with the entrance to the pylorus at an unusual angle the bleeding was found to be caused by a 12mm in length laceration to the muscularis found on the greater curvature of the stomach. The physician stopped the bleeding using hemostasis clips and was able to complete the procedure. There was no abnormality in the appearance of the scope or distal cover prior to the initiation of the procedure. The distal cover used in the procedure was discarded and cannot be returned for evaluation. No images an be provided. The patient's current condition is deceased, not related to the laceration, but due to underlying pathology. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not yet been returned to olympus for evaluation, although it is anticipated. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. DHR review was performed for the provided serial number and the manufacturing records. There was no manufacturing problem relating to the reported issue. Device inspection results: the user did not return any distal covers; therefore, sbc used a test distal cover (maj-2315, lot h0520) for the inspection there was no damage on the test distal cover after placement onto the subject scope. Olympus verified that the cover did not come off by pulling and twisting the cover. There was no abnormality in the forceps elevator working of the subject scope after placement of the cover. The hook at the distal end appeared normal. The adhesive-rubber glue had damage (discoloration, pinholes, cracks). The lens glue was slightly lifted and deteriorating. There was a rust spot located around the lens. The subject scope had no leakage. The hold ring had dent and scratches. The cover-body had scratches. Barcode was affixed to the grip. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be conclusively established. Consideration we presumed the following possibilities in 2 scenarios: 1) ¿the distal cover was twisted leaving the metal ridge on the distal end of the scope exposed when the stomach was injured¿ 2) the metal ridge was not exposed when the stomach was injured: scenario 1: ¿the distal cover was twisted leaving the metal ridge exposed when the stomach was injured.¿ we presumed the following based on investigation findings: the stomach was injured in the following mechanism: I) due to improper attachment of the distal cover, the cover became twisted and the metal ridge on the distal end of the scope became exposed. Ii) the exposing metal ridge touched the greater curvature of the stomach. IFU (operation manual) states as below: ¿important information ¿ please read before use: precautions: also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope.¿ scenario 2: ¿the metal ridge was not exposed when the stomach was injured¿ mucosa would be sucked into distal cover when user operates suction while opening of the distal end is being near mucosal surface. Mucosa would keep being sucked for a few seconds after user stop operating suction. Therefore, stomach may be injured by withdrawing scope immediately after user stop operating suction, even when the cover is not cracked and the user do not operate suction while withdrawing scope.